Manufacturer narrative:
According to the complainant the device is not being returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the clinic and was diagnosed with a infection on the abdomen. The patient's blood glucose (bg) values reached over 300 mg/dl. For treatment, the patient received liquid antibiotic of unknown name. The pod was worn longer than 48 hours. There was pus coming out of the site after removing the pod. The pod has been discarded.